Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the patient experienced hemolysis. The pump was repositioned at bedside under echocardiogram. Repositioning did not resolve the hemolysis therefore the pump was explanted. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no product was returned. After reviewing logs, no suction alarms, positioning issue or motor current spike was observed. The cause of the hemolysis cannot be determined as insufficient clinical details were provided. A device history review was completed and passed all post sterile inspection checks.